Event description:
In early 2009, the patient reported he had an elevated blood glucose reading of 240 mg/dl, after he forgot to bolus. His normal blood glucose range is 120 mg/dl. He bolused insulin and later his reading was 67 mg/dl. He said he ate a large pasta dinner and gave himself a 5 unit bolus of insulin. At bedtime, his reading was 214 mg/dl and he gave himself a bolus of 1.2 units. He stated his reading when he awoke this morning was 346 mg/dl, and when he tried to bolus 7.5 units of insulin, his insulin infusion device gave an occlusion message after 4.6 units were delivered. He was able to bolus the remaining 2.9 units without the occlusion reoccurring. During troubleshooting, the patient stated he does not change his device adapter as recommended. He was advised to do so. He removed his infusion headset cannula and it was not bent. Troubleshooting did not find any product issues. He checked his reading during the call and it was 354 mg/dl. He stated he would eat breakfast and give himself a meal bolus before deciding if he needed another correction bolus. A courtesy guide to infusion site management was sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.